Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed, however the complaint can be confirmed after examination of a photograph taken of the product after the malfunction. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leka occurred. The leak was visually observed in the at the beginning of treatment, a nurse detected leakage of blood into the transducer chamber on the venous line. Test strips were not used to confirm and the machine did not alarm. Estimated blood loss was approximately 1-2 ml. There were no adverse effects reported. Medical intervention was required and the tubing was replaced. The sample is not available for the manufacturer to do an evaluation.